Event description:
(B)(4). My nightmare started on (B)(6) 2008. Went in for regular pap smear and my gynecologist excitedly told me about this 10 minutes in office procedure for permanent birth control. I told him I was already in my 40's and me and my husband always used a condom, I also mentioned my husband would be back in a few days, just in time for our (B)(6) anniversary. Dr said what on amazing gift I would be giving my husband and what a boost to our intimacy. I was sadly sold and signed up for essure procedure for the very next day. It was weird bc I couldn't understand when I got there why I was offered a valium bc I wasn't nervous since dr said it would be painfree. Nurse insisted and I obliged. The procedure did not take 10 minutes but so much longer with me crying and shaking the entire time. It was as if a wire hanger was inserted inside of me and twisted around over and over. The right side was awful but when he did my left, I simply just thought I was going to die. The pain was unimaginable! When he was done my legs wouldn't stop shaking and from that day forth my life would change forever. Pain never subsided, kept getting progressively worse and bleeding was nonending. From very next day, I knew something was very very wrong. Upon calling my dr, I was told my dr was away on vacation and I could talk to dr (B)(6) who was left in charge. This lady was a monster, a rock, no feelings, no compassion. She kept saying that my symptoms were not related to essure which was done day prior, not much that could be done except more and more pain medicine. I ended up in three different hospitals within 5 days. They all performed vaginal ultrasounds and all shocked at what films showed but each one would contact dr (B)(6) and she would have me released. One nurse actually cried for me. I remember my husband, who I had never seen cry, crying and begging to save my life. At one hospital during the ultrasound, when handpiece was pulled out of my vagina the blood shot up and actually splashed on the ceiling. Everyone felt so sorry but no one help me. They all insisted I had to wait for my regular doctor. I cant believe im still alive but somehow 6 days after my nightmare started, my doctor returned. I remember going into office, bent over with my husband holding me and just asking him to release my records to see if someone would try to save me. Dr lowered his head and shook his head, apologized and told me he would do anything to help me but I needed to go into emergency surgery that very day. Ultrasounds showed a progression of this twisted mass on my left side that had gone from the size of a marble on 1st film to the size of a baseball on 3rd film taken within 4 days of essure insertion. Seems coil on my left side had punctured my ovary and started twisting and took fallopian tube and part of my colon with it, forming a huge mass. They ended up removing both fallopian tubes, my left ovary and part of my colon. Unfortunately for me the nightmare was far from over. I was never again able to enjoy sex with my husband because pain was unbearable, have not gone a single day without using at least 3 pads from constant bleeding and although now years later the pain is very faint, it never completely subsides. Every doctor since have tried to put me on birth control to control bleeding and medicine for depression. I refused both. Initially I did try to sue but every time I had to relive what happened I would fall deeper and deeper into a depression. That and the fact that person who almost let me die, dr (B)(6), could not be sued bc she never touched me! Unfortunately I was too weak to fight. Today im (B)(6) and probably the only woman in the world looking forward to menopause so I can spend 1 full day without bleeding. My husband ended up cheating and how can I blame him since I simply was unable to have sex. Yes I went thru a divorce but more because (B)(6) deserves to be happy and I dont know if I will ever be able to have that part of my life back. I just pray to god that they discontinue this product because now I know im one of the lucky ones and way worse cases out there.